Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6, and h11. Additional information: d3 results of investigation: the suspect device was returned to vyaire medical for evaluation. The exact root cause could not be determined as there was no performance issues were found. Similar investigations prove that defective nt valve is causing this failure. Return analysis visual inspection of the unit under test (uut) found no indications of damage or misuse. Power was cycled off (via standard shutoff procedure) then on 10 times and each time shutdown and booted up successfully with no issues, alarms, or warning messages. The reported complaint was not duplicated in the fa lab. As a resolution, vyaire tech support advised to replace the insp. Block. Customer ordered new insp. Block for replacement.

Manufacturer narrative:
H3: 81 other ¿ the suspect device did not return for evaluation. However, the log file analysis tool was utilized it was found that all four tf alarms and the inspiration valve test (error 6 and error 4. The device was not on a patient at the time of the alarms.. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical, "this bellavista ventilator keeps alarming tf 300. Also tf 316, tf 545 and tf 401." No patient involvement.